Event description:
The customer reported the system failed to display an image from both monitors. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor board and the rtos were during the service call. The system was tested and found to be working as intended and put back into service.